Event description:
Customer reported a cartridge alarm issue that occurred. There was no adverse impact to the customer's blood glucose level. Customer completed troubleshooting independently before contacting technical support, successfully loaded a cartridge, and resumed insulin therapy, resolving the issue.